Manufacturer narrative:
The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested, and the alarm log review was performed. The alarm log review and power on self-test found evidence of the battery low alarm. The cause was determined to be due to a damaged main battery. To address this condition, the main battery was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a battery low alarm. No additional information is available.